Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible under-sensing noted on stored electrograms, possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress\. The ra lead remains in use. No patient complications have been reported as a result of this event.